Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, serial# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient adjusted stimulation because the patient thought that they had to feel stimulation all of the time. In a second call the consumer indicated that the patient encountered the setting not available and the unable to find device message since the night prior to the call. Additionally reported was that the message did not resolve after the batteries were replaced and the green light did not turn on. The patient was concerned that they symptoms are returning and that "they are decreasing." According to the patient's therapy data the patient was meeting (B)(6) improvement goal at the time of this call, but the patient was worried about not feeling stimulation. A later call regarding the patient determined that the patient felt like they were getting stuck with a needle and it was going through their flesh. A final call indicated that the patient's lead had completely come out. The patient did not feel stimulation and the "setting not available, cannot provide your desired setting" was appearing on both leads. The patient's lead removal was scheduled for the day after the call. Patient status is unknown at the time of this reported. There were no further complication reported or anticipated.